Event description:
Device 1 of 3: MFR reference report: 1627487-2019-02820, and 1627487-2019-02821.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3: MFR reference report: 1627487-2019-02820, and 1627487-2019-02821. It was reported that the patient had high impedances on all lead contacts. A fluoroscopy scan found that one of the leads had slightly pulled out of the ipg header. Reprogramming was done and effective stimulation was achieved. Patient had a surgery on (B)(6) 2019 where the lead was reinserted back into the ipg header. No products were explanted.